Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during a procedure, when the doctor pressed the activation buttons, the cut feature worked fine, but nothing happened when the coag button was pressed. The generator was restarted, and the same issue occurred. Analysis conclusion: complaint not confirmed: the device functions as intended with no failures to activate and deliver rf energy upon activation in a grounded saline filled demo tray. Additionally, it was found that the electrode is damaged, gouged, and the electrode glass insulation is flaked and chipped, however, it cannot be determined when or how the device suffered the damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis, it was found that the plasmablade electrode was damaged and the electrode glass insulation was flaked and chipped; however, it cannot be determined when or how the device suffered the damage. Failure found during analysis; therefore, patient information is not applicable.